Manufacturer narrative:
The microtip was received on december 19, 2016 for evaluation and was evaluated on december 20, 2016. Visual inspection noted damaged to the case nose at the distal end as reported by the customer. Side load pressure by the user and friction build up caused the polycarbonate case nose to melt and crack along with the needle bend. It does not appear that any material is missing as contoured edge of case nose was observable along the circumference and along the length of the sheath damage. Functional testing could not be conducted due to the nature of the damage. The failure is attributed to improper technique (side load pressure). The device did not cause/ contribute to the failure. Patient identifier information was requested and was not provided by the facility. In 2014 the manufacturer commissioned testing in regard to polycarbonate particulate or fragments being left within animal tissue. No immune response or untoward damage to the animal was noted upon the conclusion of the experiment. Microscopically the polycarbonate was classified as a nonirritant.

Event description:
Per the information provided, during the procedure the microtip sheath splayed open. Another microtip was used to complete the procedure. There was no harm to the patient caused by the failure.